Manufacturer narrative:
(B)(4). Batch # p5910m. Device evaluation: the analysis results found that the ntlc75 instrument was received with no apparent damage with a cartridge reload present. The cartridge reload was received fully fired. In addition both gripping surfaces broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic transverse colectomy, the gripping surface of the cartridge was damaged and the cartridge could not be removed from the device after the 2nd firing. The device was used on the colon. The device could be fired properly. Another device was used to complete the case. There were no adverse consequences to the patient.